Event description:
It was reported the patient's ipg was inoperable. It is unknown if the patient stopped charging the device. Surgical intervention may take place to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.